Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.0, second test inr = 1.7, mean = 1.35; sd = 0.49; %cv = 36.6%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Technical support updated this case in 2007. Inratio precision data provided by end-user:the same day, first test inr = 0.9, second test inr = 2.7, mean = 1.8; sd = 1.27, %cv = 71%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.0, second test inr = 1.7. Technical support updated this case on in 2007. The same day, first test inr = 0.9, second test inr = 2.7.